Manufacturer narrative:
(B)(4). (Occlusion of sfa or distal vasculature).

Event description:
The patient had one complete se stent implanted to the left mid superficial femoral artery (sfa). Approx one month post index procedure, during a visit to out-patient department, occlusion of sfa was seen on the sonography. Hospitalization was required and revascularization was performed. The patient recovered with treatment. Pt had stopped taking asa/plavix prior to the reported event. The investigator indicated that the reported event was not related to the study device/procedure. Complete se is not approved for use in the us for sfa indication but is similar to complete se which is approved for biliary/iliac indication.